Event description:
Treatment of an avm. It was reported that onyx leaked at approx 2.5 cm from the catheter's tip during procedure. The physician continued to inject onyx and the catheter ruptured. A small piece of onyx was observed in an unintended treatment area. No pt injury reported. Same event as MDR# 2029214-2011-00303.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).